Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 225 mg/dl. Troubleshooting was performed, and a prime anomaly was observed on the insulin pump. It was also found that the insulin pump had alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.